Manufacturer narrative:
A separate report has been filed on the valve used in the initial implant attempt. It was reported that the device will be returned for analysis. A supplemental report will be filed when the analysis/investigation is completed. (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory the delivery catheter system (dcs) was received in a catheter return kit with a guide wire and a detached tip. Part of the plunger tube remained loaded on the guidewire. The distal tip of the plunger was not attached to the plunger tube. The distal tip of the plunger was received with the catheter. The handle appeared intact. The micro knob (thumb wheel) appeared to retract and advance the capsule. The macro (cursor) moved to fully advance and retracted positions and locked in place when released. Several tiny kinks or minor telescoping was observed along the capsule between the proximal and distal ends. Abrasions or scratch marks associated with the frame during retraction or advancement were observed along the distal tip of the capsule. The plunger appeared to have been detached from the plunger tube/strain relief transition. The detachment appeared to be associated with the pull force applied on the head of the plunger while retracting the distal end without the support of the capsule. Part of the plunger tube was elongated or stretched and remained inserted on the guidewire. Several kinks or telescoping was observed along one section of the detached plunger tube. Deformation or gouge marks on both catheter tabs appeared to be due to wear from the valve frame loops. A slight crack was noted on the radiopaque band. Investigation is in progress, once the investigation is complete a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the valve dislodged when being deploy ed. As the valve was being retrieved into the introducer sheath, the valve¿s frame loops came free of the tabs of this delivery catheter system (dcs). The dcs nose cone subsequently separated from the dcs plunger. The valve was implanted in the distal abdominal aorta. The separated nose cone initially remained on the guidewire, but was released from the guidewire during manipulation with a snare that was ultimately used to successfully retrieve the nose cone. It was reported that the dcs plunger was observed to be stretched when removed from the patient. A different transcatheter bioprosthetic valve was then successfully implanted. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The lot history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The dcs plunger appeared to have been detached from the plunger tube/strain relief transition due to the pull force applied on the head of the plunger while retracting the distal end without the support of the dcs capsule.